Manufacturer narrative:
Note: this supplement report is being submitted following FDA notification that the report was initially submitted with an invalid MFR number. The initial supplement report was inadvertently labeled with the incorrect report number 3003769706-2017-00183 - 1. The report number should have been 3002769706-2017-00183 - 1. A customer notified biomérieux of a calibration problem and error 522 in association with vidas® tnhs (troponin high sensitivity) lot 1005114190. An investigation was performed. A review of quality records confirmed there were no issues during the manufacturing and quality control process for vidas® tnhs lot 1005114190. A retained kit of lot 1005114190 was visually inspected and was found to be consistent for the spr® (solid phase receptacle) and test strips. The quality product department did not find an error 0522 when testing twelve (12) spr®'s from each of the two pouches within the retained vidas® tnhs kit. The error 0522 observed by the customer was not reproduced. The log analysis from the customer showed that on the six (6) tnhs analysis performed, three (3) gave a 522 error. The 522 error is related to the phenomenon of oscillations (disruptions) during pump pipetting within the strip. These oscillations are usually characteristic of pre-analytical problems (such as samples not homogeneous following thawing, micro-bubbles, micro particles or fibrins, etc).. The error 522 obtained by the customer is likely related to a homogeneity problem of the standards and controls, following thawing or micro bubbles in the standards and controls.

Event description:
Customer notified biomérieux of inability to perform high sensitivity troponin I testing with vidas® 3. The customer was unable to start the tnhs (troponin high sensitivity) calibration due to error 522. The customer uses the vidas® 3 as back up for troponin testing; however, that same day, the primary instrument for troponin testing was being serviced. Customer stated that the seven (7) patients required troponin testing. Of the seven (7), those classified as urgent were sent within one hour to another site. The remaining non-urgent samples were stored at 2-8 ° c and were to be processed at a later time. There is no indication or report from the laboratory that the delay in results led to any adverse event related to any patient's state of health. Though high sensitivity troponin I is not registered in the united states, a similar product, vidas® troponin I ultra (ref 30448-01), is. Biomérieux investigation will be conducted.